Event description:
Pt in for complaint of silicone implants that are hard, firm, and riding high on chest wall of. Pt has bilateral implant encapsulation with asymmetry and deformity. Implants inserted 1981. The physician noted that the implants appear to be 300 cc silicone of tear drop design. No implant info is available from facility, the physician's office, or any other source for more complete info. Pt had exchange of silicone with saline implant and bilateral open capsulectomies. Pt in for ruptured right silicone breast implant with bilateral implant encapsulation with asymmetry and deformity. Implants were originally inserted 1981. The physician's office and facility were unable to obtain further info to pinpoint insertion info. The pt apparently was a poor historian according to the physician's office. The breast implants were observed to be subpectoral silicone with some deformity. The pt had complained of hardness, firmness, and a position problem of riding high on the chest wall. The physician has observed that there was a loss of projection and inadequate size especially of the right side. The progress notes state that the right implant was tender to palpation with rupture; silicone noted lying freely in the pocket. The left implant was noted to be intact. The info is so limited that rptr cannot base the MFR on the observations of the plastic surgeon. Rptr has no info to identify specific info to be of benefit. The research took longer than expected as rptr kept trying to find info in microfilm and physician records.